Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was as high as 552 mg/dl. Customer experienced diabetic ketoacidosis while at the hospital within one day of restarting insulin pump therapy. Troubleshooting for high blood glucose levels was performed. Customer was given insulin pens and sent home from the hospital. Nurse advised the insulin pens did not help the customer and they came back to the hospital the same day. Nurse performed the high pressure test and the insulin pump passed. Troubleshooting confirmed the insulin pump is working properly.